Event description:
It was reported that a continu-flo solution set had a disconnection of the tubing from one of the connections at the clearlink hub. This was observed during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, e1: initial reporter address, h3, h6 (update codes). H11: the device was received for evaluation. Visual inspection was performed which identified a separation between the tubing and second y-site clearlink. There was a lack of solvent at the tubing; the solvent was not applied in all the circumference of the tubing. The reported condition was verified. The cause of the separation was related to the assembly process during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.